Event description:
According to the reporting nurse, d10ns was infusing through a new peripheral IV in a child. One hour later, the patient's glucose was checked which had dropped to 33. Staff then discovered that the IV was clamped closest to the patient and for an hour, the patient did not receive fluids. However, the infusion pump never alarmed occlusion even though the fluids were running at 6.7cc/hr.